Manufacturer narrative:
Additional information: d10, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The ups tracking number was verified and no information was found that the customer returned the sample. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient's safe lock adp luer lock connector separated. Upon follow-up with the patient and pdrn, it was reported that the connector disconnected from the patient's baxter pd solution bag which caused an air detected in cassette alarm. The patient completed treatment using manuals. The patient did not develop any symptoms, injury, adverse event, or required medical intervention as a result of the reported complaint. The connector was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the two sample without original packaging were returned to the manufacturer for physical evaluation. The actual samples were visually inspected and was found that the luer lock connector is acceptable as no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The connectors performed as designed and an associated cause could not be determined.